Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the inspection findings, it is possible that foreign matter adhered to the surface of the objective lens during the inspection, acting as a condensation nucleus and causing condensation to form on the lens surface. Regarding the cause of the foreign matter adhering to the objective lens surface, based on the findings, we determined that it is highly likely that white powdery foreign matter adhering to the nozzle opening due to air and water supply caused a malfunction in the air and water supply, and that water droplets remained on the objective lens surface as a result of this malfunction. Based on the inspection results and the fact that similar foreign matter adhesion has occurred at other facilities, we have determined that the white powdery foreign matter adhering to the air and water supply nozzle openings and the objective lens is organic silicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a dirt on the objective lens and the view was blurred. There was no patient involvement.